Manufacturer narrative:
D10 concomitant products: 8cn85r, 8cn85r 8.5mm adt flex trach w tg cuff x1, lot# 202409351x 6cn75r, 6cn75r 7.5mm adt flex trach w tg cuff x1, lot# 202408245x 8cn85r, 8cn85r 8.5mm adt flex trach w tg cuff x1, lot# 202409351x 8cn85r, 8cn85r 8.5mm adt flex trach w tg cuff x1, lot# 202409351x 6cn75r, 6cn75r 7.5mm adt flex trach w tg cuff x1, lot# 202408245x, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during inspection, the inner diameter of the six trach tubes were not up to standard. The inner tubes exceeded the outer tube by 1 mm. There was no patient involvement.